Event description:
The dealer called in and stated that the battery cables are burnt up and the charger is melted on the scooter. The dealer stated the positive and negative terminals were blackened and the batteries are so expanded that they will not come out of the battery box.